Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the device requires charging every day and the recharge burden is too much for the patient. The patient reported that their ins has not held a charge since it was overdischarged a few years ago. The ins was explanted on (B)(6) 2018. No further complications are anticipated.